Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that readings are lower than blood glucose meter and reported the following discrepancy: cgm was reading 80 mg/dl and blood glucose meter was reading 121 mg/dl. Patient reported insertion in the thigh, the device is not indicated for insertion in thigh. At the time of the call to dexcom technical support, the patient reported to be in fine condition and did not report any medical intervention or injuries.